Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The ac charger assembly components were returned to zoll medical china for evualtion. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be established. Analysis of reports of this type has not identified an increase in trend.